Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic for a follow-up. Interrogation revealed that the right ventricular lead exhibited over-sensing of p-waves, reduced r-wave amplitudes, and high capture thresholds. An x-ray revealed dislodgement to the tricuspid valve. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
A partial lead was returned for analysis in 3 segments. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed. The reported events of high capture threshold, r-wave amplitude variation, and oversensing could not be confirmed.